Event description:
It was reported that the implantable pulse generator (ipg) battery depleted prematurely. It was noted that a replacement was planned but not yet scheduled. The reporter stated that there was no patient injury related to the event. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 3550-p4 lot# n266669, implanted: 2012 (B)(6), product type accessory product ID: 3 7744 lot# serial# (B)(4), product type programmer, patient product ID: 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient was scheduled for replacement on (B)(6).

Event description:
Follow up information reported that the patient did have a revision of the lead component at which time it was moved a little more midline to capture more of their right side (nothing was replaced). The patient was reported as now getting good coverage.

Event description:
Additional information received reported that the implantable neurostimulator replacement was due to ¿normal depletion.¿